Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1309403) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) underwent an interventional coronary procedure on 06/04/13. An angioplasty was performed with 2 balloon dilatations and 2 stents. Pre- and post-intervention, an ivus (intravascular ultrasound) was performed. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax and plavix. The act (activating clotting time) measurement was 289 seconds. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the "swell step", the device was laid down for 90 seconds then the device was removed from the patient. The patient's right groin/access site looked "puffy" during the swell period. Firm venous pressure was held at the access site for 3 minutes. The patient's groin appeared to be "fine" while the sterile drape was in place. After the drape had been removed from the patient, it was apparent that the patient had developed a hematoma less than 6cm in size. The hematoma was located just below and medial to the puncture site. Firm arterial pressure was held on the hematoma for 15 minutes. The groin was stabilized and the hematoma was noted to be getting softer. The patient was moved from the procedural table to a stretcher and a femostop was placed as a precaution, because the patient was overweight and had a large tissue bed. The patient was hospitalized and the discharged date is unknown. The patient's hospitalization was not mynx device/mynx procedure related.